Event description:
(B)(4) study. Same case as MDR ID 2134265-2012-01983. It was reported that after a stenting treatment procedure, the patient experienced a myocardial infarction. The subject was enrolled into the (B)(4) study in (B)(6) 2011. The target lesion #1 was located in the proximal lad (left anterior descending artery) with 85% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with direct stent placement using a 2.75 x 16 mm taxus element stent, with 0% residual stenosis. The target lesion #2 was located in the 1st diagonal with 70 % stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with direct stent placement using a 2.5 x 12 mm taxus element stent with 0% residual stenosis. One day post index procedure and prior to discharge, elevated troponin values were observed in the post procedure lab results and a myocardial infarction was reported. An electrocardiogram was performed. The subject did not experience ischemic symptoms. No other action was taken to treat this event. The event was considered resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).